Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w: 2.9 d. Pump passed displacement test. Unit was received with broken off the belt clip rails and missing battery cap contact. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.